Event description:
The customer reported obtaining low total bilirubin (tbil) and direct bilirubin (dbil) results for two (2) pediatric patients on their dxc 700 au clinical chemistry analyzer. The customer released the low results out of the laboratory. When the nurse questioned the results, the customer redrew the patient samples and repeated original samples and redrawn samples. The results for both samples were normal and amended later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the data for two (2) patients.

Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman field service engineer (fse). The customer adjusted the tbil ranges as they were tight. The customer also found that the sample probe was bent. The customer replaced the sample probe to resolve the issue. The customer verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).